Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an accutni result in the risk stratification range generated by the unicel (r) dxi 800 access chemistry analyzer the erroneous result was reported out of the laboratory. Patient sample was repeated on the same unit and produced the same result. The sample was analyzed on an alternate methodology and it produced elevated result as well. The patient was sent to another facility and had a troponin t test performed and the result was negative.

Manufacturer narrative:
The sample was sent to customer product line support (cpls) east for additional testing. Cpls performed dilution and heterophile testing; however, cpls did not detect interference. Service was not dispatched. A clear root cause can not be determined for this event.